Event description:
The user facility reported a patient (unknown race and ethnicity) in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and developed limb ischemia. The patient would eventually expire. The patient presented to the emergency department three days prior to the impella implant procedure complaining of abdominal pain, increased thirst for two days along with nausea and vomiting. Initially the patient was treated for diabetic ketoacidosis and septic shock. The patient's EKG showed st elevation in the posterior leads and the patient was taken to the cath lab as a code st-segment elevation myocardial infarction at such time. The following day support was discontinued as patient drip requirements and labs were headed in the right direction. There was an attempt to transfer the patient out, but two hospitals turned down the admission at this time. The decision was made, two days later, to put the patient on support again due to worsening labs and increased drip requirements as well as possible transfer for higher level of care. The impella cp device was placed; however, it was noted no intervention was required at this time. The patient was transferred to the unit on impella mcs. The next day the patient was cannulated on ECMO. Bilateral pulses were absent per the nurse, and it was unsure if either from the clamp down or compromised perfusion. Continuous renal replacement therapy was started. The next day it was noted a reperfusion catheter was placed but the vascular suggested ischemia did not resolve after six hours which required a fasciotomy which was completed at bedside. The following day the impella performance level was turned down to p-3 due to suction events. Also, on this day, the patient was noted to have poor flow to the bilateral lower extremities, the team suspected compartment syndrome. The following day the impella was having suction events; performance level was lowered to p-2. It was noted ECMO was "chugging." The patient continued to be supported with all therapies (crrt, ECMO and impella). The vascular surgeon recommended the right lower extremity amputation but decided to wait until patient became stable. However, the patient would expire, it appears, before the amputation after seven days total support. Care was withdrawn. The patient was very ill and was not doing well going into the procedure for impella mcs. The patient had a combination of therapies including ECMO. The cause of death is unknown. There is not enough information, however, to exclude the impella cp device as an associated factor to the overall outcome when considering the impella related events (ischemia leading to amputation).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).